Event description:
It was reported that a female patient suffered a cardiac tamponade requiring pericardiocentesis during an idiopathic ventricular tachycardia ablation (left sided) procedure was done under local anesthesia. During the ablation, temperatures at the tip of the catheter exceeded 46 - 48 degrees celsius; however, the physician continued ablating. It is unknown if the system stopped ablation when the temperature cutoff value was exceeded however the physician was able to stop ablation. There is no claim of device malfunction. The procedure was aborted. The patient was reported to be stable.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).